Manufacturer narrative:
The albt2 reagent lot number was 797359. The expiration date was not provided. A normal reaction was observed on the reaction monitor data provided for the repeat result. Calibration was performed on (B)(6) 2024 with acceptable results. A hardware check performed on (B)(6) 2024 was not within specification. Precision testing also showed issues. It was determined the cuvettes were not being rinsed properly and there were pipetting accuracy issues. A reagent issue was excluded as calibration was acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for tina-quant albumin gen.2 (albt2) on a cobas c 503 analytical unit. The initial result was 8.1 g/l. On (B)(6) 2024 the repeat result was 35.3 g/l.

Manufacturer narrative:
The type of investigation, investigation findings, and investigation conclusion codes were updated. On 23-dec-2024, the field service engineer (fse) replaced the sample probe, and checked the cell rinse level and detergent priming. The investigation determined the service actions resolved the issue.